Event description:
Physician reported right side moderate amount of thick intra-capsular fluid, "breasts have become firmer", associated with smooth thickening and enhancement of the fibrous capsule. Correlate with clinical data and consider the possibility of inflammatory process/capsular contracture (baker grade IV). Treatment: analgesia, montelukast. Device remains implanted.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). Continued: e1- fax number: (B)(6). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade IV, seroma.